Event description:
Tingling at injection site, pain at injection site, itching at injection site, edema at injection site, redness at injection site. Report rec'd in 06/27/06 from a female consumer, with a history of sensitive skin, allergy to bees and green eye shadow, and treatment with restylane, cosmoderm, and cosmoplast without any untoward effects. The consumer rec'd injections of hylaform in 2006 to the cheeks and oral commissures, betadine prep was used before the injection. One hour post injection the consumer experienced tingling, pain, itching, edema, and redness all at the injection site. She was examined by the treating physician the following day, and a culture was taken (results unknown). The physician treated her with unspecified im cortisone, and antibiotic injections as well as unspecified oral antibiotics. At the time of this report the pt's outcome is unknown. No further info is expected. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.

Manufacturer narrative:
Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.